Event description:
It was reported by cmems that there was an event which mentioned a patient with a left ventricular assist device (lvad). The patient was having issues obtaining readings due to electromagnetic interference (emi), possibly related to the lvad. The patient had issues with signal acquisition/emi at home since implant. The patient worked with rcts but hero timed out due to time it was taking. The site confirmed zed patient's reading transmitted successfully but was displaying emi in the past 4 readings. They confirmed with the patient that the pes location was s on an electric bed that was not plugged in. The patient had a gold neckless and earrings on. The patient confirmed when taking the reading the lvad is plugged in to the wall outlet. It was recommended to remove the jewelry and use the lvad battery pack with out been plugged in to the wall outlet. The patient agreed.

Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.